Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR # 2134265-2009-02879 and 21342965-2009-02877. It was reported that during an angioplasty procedure, a stent detached outside the patient, and a stent catheter froze on a guide wire. The 80-85% stenosed lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The lesion was ballooned with an unspecified device. The sentinol biliary stent 6x59mm was advanced to the lesion. The physician realized shortly after that there was no stent on it. It was observed that the stent detached from the delivery system in the package, before it was inserted into the patient. Another sentinol stent system was advanced, but unable to cross the lesion. The stent delivery system catheter froze on the wire. The stent and the amplatz 260cm wire were removed together, causing the physician to lose access. The procedure was completed with another manufacturer's stent and another manufacturer's guide wire. No patient injuries or complications were reported. The patient status is reported as "ok."